Event description:
The customer reported that he is getting a speaker malfunction and states that a number of x2 had been repaired, and may of missed this one. There was no allegation of a death or a serious injury.

Manufacturer narrative:
(B)(4). The customer reported that he is getting a speaker malfunction. There was no allegation of a death or a serious injury. The customer was not sure if there was a loss of audio function. When there is a loss of audio, the device is designed (as documented in the risk management summary (rms)) to generate a "speaker malfunction." Inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the patient. The importance of using the monitoring equipment in conjunction with close personal observation of the patient is stated in the product labeling. The labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 55) describes personal surveillance: "warning - do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment." Furthermore, there was no statement that an inop was not issue. Generally, when a parameter on the device fails, the device is designed to generate audible and viewable inop messages to alert the clinical staff to a potential issue. The lack of numeric and patient data displayed on the host monitor would be obvious to users during close observation. The product labeling, (intellivue x2 multi-measurement module instructions for use, part number 453564208381, page 57) describes that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The lack of parameters, waveforms and patient data due to the defective screen would be immediately obvious to the user, this would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.